Manufacturer narrative:
Na- this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens +5.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault,significant reduction of endothelial cells and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.